Event description:
It was reported that during initial implant procedure patient's atrial lead exhibited connector anomaly due to which the lead was not able to implanted. The procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.